Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer reported elevated blood glucose (bg) levels since health care provider changed pump settings. Customer did not report a specific bg value; however, pump data indicated that bg level was 316 mg/dl. Customer treated elevated bg levels with insulin.